Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported this was a long standing problem which began in (B)(4) of 2018. The cause of the catheter fracture was not provided. The pump was turned to minimum rate in (B)(4) of 2019. The device was turned off because the elective replacement indicator (eri) was in two months. The patient's weight was not provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(4) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 1000 mcg/ml in minimum rate mode for intractable spasticity and intractable spasticity. It was reported the catheter was fractured and this happened ¿awhile back.¿ patient symptoms were not reported. The pump had been at minimum rate mode and the pump was now at the elective replacement indicator (eri) and would be at end of service (eos) in (B)(6) 2020. It was decided to permanently shut down the pump so the alarms would not sound. It was noted the doctor was using the tablet on the date of this report to update the pump to silence the alarm. The doctor believed he did the option to silence the alarm and update the pump but then when patient left the office it began to alarm again. It was offered to receive the reports to clarify what happened but since the doctor decided to permanently shut off the pump using the tablet with code 3531 he did not decide to send in the reports. No issue could be confirmed on the call without seeing the reports. There were no further complications reported/anticipated.